Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A procedure log review was performed. Per the review, the following was confirmed: a hiatal hernia - para. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the patient side cart (psc) reported recoverable errors. The customer selected disable and fault recover to disable universal surgical manipulator (usm) 3. The customer completed a power cycle; however the error occurred again. Technical support engineer (tse) reviewed the system logs and confirmed errors 23068 and 32098 reported by usm 3 axes controller motor (acm). The customer again selected disable and recover to disable usm 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. The procedure was in progress for approximately 2 hours before the error occurred and there were no issue prior. Usm 3 was replaced. No patient information is available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 3 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The usm 3 was tested on an in-house system and failed normal mode as it triggered 23068 error. The usm tested on a test platform. When the carriage assembly opened for inspection, no debris was found on the instrument sterile adapter (isa), and the hall sensor flex fiber cable (ffc) fully connected. Fa determined that the isa was bad. The isa pca will be replaced as a fix to the reported problem.